Event description:
It was reported that, the implant screws stripped out of the handle.

Manufacturer narrative:
An eval of the device cannot be performed as the went to spd and was not returned to the MFR. Should device or additional info become available, the eval summary will be submitted in a supplemental report.